Event description:
Literature was reviewed regarding a patient who developed complete atrioventricular (av) block seventeen months after undergoing trans catheter aortic valve replacement (tavr) with a medtronic 29 mm evolut r valve. Serial electrocardiograms recorded the progression of the conduction system changes following tavr: left anterior fascicular block at one-month, left bundle branch block with first-degree av block at one year, and ultimately complete av block at the seventeen-month mark. As recounted, the patient was treated via permanent pacemaker implantation with left bundle branch pacing, which corrected the conduction abnormalities and led to resolution of the patient¿s symptoms (palpitations, dyspnea, and syncope episodes).

Manufacturer narrative:
Citation: kieu nd, tran cd, tran lup, nguyen htm, vo td. Extremely late complete av block after tavr: ECG clues and correction with left bundle branch pacing. Pacing clin electrophysiol. Published online march 17, 2026. Doi:10.1111/pace.70215 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.